Manufacturer narrative:
Lot/serial no. Of this MDR indicates: unknown. Lot/serial no. Of this MDR should indicate: (B)(4). Due to character limitations initial reporter name and address , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker requested additional information about device dispositioning, but has not yet received a response. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted stryker to report an event code logged in the device's memory which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A stryker customer quality engineer was able to confirm that this issue occurs when users attempt a user test immediately after powering the device on. The issue does not occur if the device is completely booted up and stabilized. No software solution is currently available. The customer confirmed their understanding of this information and did not request any other additional action from stryker. The root cause of this issue is traced to software.

Event description:
A customer contacted stryker to report an event code logged in the device's memory which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.